Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the orange side would not calibrate. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.